Event description:
Related manufacturer reference numbers: 3006705815-2023-05405 and 3006705815-2023-05407. It was reported that the patient was experiencing pain at the ipg site and both leads had migrated. Surgical intervention was undertaken in which the ipg and leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.